Event description:
It was reported that the needle driver instrument had a gray part of the housing broken easily. The customer has usually glued the housing. After reprocessing, the housing became unstable, and they had to glue it again. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to starting a da vinci-assisted surgical procedure before the patient was under anesthesia, the customer inspected the instrument and found the gray part of the instrument housing was broken. A backup instrument of same kind was used to continue the procedure. There was no report of fragment that fell inside the patient as this was identified prior to use. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the needle driver instrument had a gray part of the housing broken easily¿. Failure analysis found the primary of broken chassis to be related to the customer reported complaint. The instrument was found to have a broken chassis. The broken pieces were returned, measuring roughly 0.31¿ x 1.061¿ in size. The nose cover was returned with the instrument. No inputs show any sign of damage. The housing was removed from the back end, no additional damage was found. The root cause of broken instrument chassis is typically attributed to mishandling/misuse. Additionally, the instrument was found to have a broken snake wrist cable at the distal end. The broken cable segment that contains the crimp was missing. The root cause of broken - distal instrument snake wrist cables is attributed to a component failure. A review of the instrument log for the needle driver instrument (part# 430006-52/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the needle driver instrument was last used on (B)(6) 2022 via system serial# (B)(4). There was 1 use remaining after this last usage. Review of the provided image is consistent with the complaint of broken housing. Failure analysis found the root cause of broken instrument chassis is typically attributed to mishandling/misuse. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device (distal end) that could potentially enter the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.